Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon went to fire the instrument and it would not fire. The surgeon also said he could not reverse the blade with the reverse switch. The surgeon used the manual release to remove the stapler from the small bowel. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Incorrect cartridge size, damaged release button additional information was requested and the following was obtained: how was the patient impacted due to the event? No impact. Was there any tissue damage? Unknown. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, wouldn't fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reverse knife button performed properly during testing and the knife advanced and returned to home position as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.